Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 5:00pm, the patient reported testing on her lfs meter and obtaining a reading of "470mg/dl" which she believe to be inaccurate, therefore retested on her ot ultra meter and obtained a reading of "64mg/dl." The patient reported using insulin pump therapy to manage her diabetes. The patient reported in response to the high reading, she gave herself insulin (unknown dose). A few hours later, the patient reported feeling "light headed, shaky and could not keep her body up and passed out." The patient reported 4 hours later, her son found her and called emergency medical services (ems). On (B)(6) 2012 at 9:30pm, the patient reported that her blood glucose was checked and a reading of "22mg/dl" was obtained, the patient reported she was treated with IV glucose at 10:00pm. It is unknown if ems checked the patient's blood glucose again after the IV glucose was administered, or if ems had checked again with the lfs meter. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, but the patient's test strips were expired. The cca confirmed the patient's testing steps were correct and the patient was using an approved sample site for testing. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient alleged obtaining an inaccurately high blood glucose reading, administered insulin based on that reading, developed symptoms suggestive of severe hypoglycemia and required intervention from a healthcare professional after the alleged issue began.

Manufacturer narrative:
Follow-up (9/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.